Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not examined. To futher investigate, the device was powered up and it alarmed ec1260, which is a corruption of the memory of the circuit board. It was determined that the problem was due to the circuit board; the circuit board will be replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave an error code 1260, and started alarming when turned on. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.